Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while at home and in stable condition, the patient noticed an unusual (yellow wrench) alarm from the mobile power unit (mpu) and informed the clinic. Initially, the batteries were changed, and the home electricity system was checked. The alarms persisted with the new batteries and the electricity supply did not seem to have any issues. The mpu was considered to be defective and was replaced.